Manufacturer narrative:
Company representative replaced the apl valve.

Event description:
Customer reported the a5 anesthesia delivery system's apl valve an issue which may have possibly affected anesthesia monitoring. No patient injury was reported.